Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/09/2025, it was reported by a sales representative via (B)(6), an ar-9621-30t 30mm tap, had the tip broken off inside the patient. The broken piece was not retrieved from the patient. The case was completed. This was discovered during a reverse total shoulder procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.